Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a loss of prime issue. The reporter stated that they were using cold insulin to fill the insulin cartridge. The reporter was advised that only room temperature insulin should be used to fill the insulin cartridge. The reporter requested the pump be replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/31/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/18/2014 with the following findings:the complaint could not be duplicated on investigation. A review of the pump¿s history revealed a loss-of-prime alarm occurring. The pump successfully completed a prime sequence and was exercised for 24 hours without alarms, warnings, or issues. The force sensor was found to be out of calibration. Evaluation revealed no damage or defect to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.